Event description:
It was reported that during a tunica vaginalis testis procedure, the tape snapped as the surgeon pulled the needle through the pt. The surgery time was extended by 5 minutes. There were no adverse pt consequence reported.